Manufacturer narrative:
Expiration date: 09/14/2015. Device manufacture date: 09/14/2012. Manufacturing records were reviewed and all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition and the production order was manufactured according to specifications. No deviation or nonconformance (ncr) related to the customer claim was found. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced in the same procedure. To remove the lens the incision had to be enlarged. Neither sutures or a vitrectomy were required. Notes indicate that the iol was discarded. No further information was provided.

Manufacturer narrative:
(B)(4). Enlarged incision. All pertinent information available to the manufacturer has been submitted.